Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with a partially eroded pocket and partially exposed implantable cardioverter defibrillator. Upon review, it was revealed that the patient exhibited a systemic infection of unknown source. The physician did not suggest that the infection was due to the device or the implant procedure. The implantable cardioverter defibrillator was explanted. The patient was stable post procedure.